Manufacturer narrative:
G4: 10jul2020 b4: (B)(6)2020 the service technician replaced the video graphics array (vga) controller printed circuit board (pcb), and overlay power status and alarm light emitting diode (led) to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported alarm indicator not working and white line in display. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service engineer attended the unit and found video graphics array (vga) controller printed circuit board (pcb) and overlay power status and alarm light emitting diode (led) were defective. Parts have been ordered. Repair is still pending.